Event description:
According to the available information, the nurse inserted the catheter by rectal route and followed the enema protocol. After the 600ml of warm water had already been passed rectally (about 3 minutes later), dirty water began to flow. A trickle of blood was observed at the discharge point of the "shower bed". The blood did not come from the rectal route. The catheter was removed. The rectal ampoule quickly emptied... Without the presence of blood. The bleeding was finally identified as metrorrhagia. Presence of several large blood clots (some darker) when the patient mobilized and/or contracted ... Treatment started about 5 min earlier. Ems was contacted and the ems doctor took vitals for advice. An ambulance was dispatched to take the patient to hospital for further tests. The metrorrhagia stopped only briefly and started again once the patient was back in bed. Her protection was soiled within a fairly short time. The patient underwent reconstructive surgery and there is no further results to report at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.